Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿swelling¿, ¿redness¿, and ¿pain¿. Device was found ruptured upon explant.

Event description:
A healthcare professional reported left side ¿swelling¿, ¿redness¿, and ¿pain¿. The device has been explanted. Device was found ruptured upon explant.

Manufacturer narrative:
(B)(6). Device evaluation: visual analysis of the photos identified an opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
A healthcare professional reported left side ¿swelling¿, ¿redness¿, and ¿pain¿. The device has been explanted. Device was found ruptured upon explant.